Event description:
No blood glucose levels reported. The customer reported a couple of no delivery alarms from the insulin pump. The customer reported that the first no delivery alarm occurred during an infusion set change and replacing the reservoir of the insulin pump resolved the no delivery alarm. The customer also reported a second no delivery alarm that occurred during a bolus. The customer was unable to continue troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.